Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that on the revision surgery on (B)(6) 2021, the patient was actually diagnosed with bilateral breast capsular contractures. The baker grade on the left breast was not provided. The patient underwent bilateral capsulectomies and bilateral removal and replacement with 550ml high profile gel implants. Complication on the left breast/implant will be reported under mrn: 1645337-2021-09375. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 325cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade IV), post-procedure. The capsular contracture was diagnosed during an in-office visit. As a result, the patient underwent removal and replacement with mentor gel implants on (B)(6) 2021.

Manufacturer narrative:
On august 19, 2021, the mentor failure analysis lab received the device for evaluation. On august 24, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 325cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).